Event description:
It was reported that during a gastric bypass procedure, there was difficulty in loading the cartridge. Once loaded, on the first firing with a green cartridge, while firing on the stomach the cartridge shattered. Plastic pieces from the cartridge fell out into the patient. The pieces were retrieved. They opened a new device to complete the procedure. No patient impact reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Cartridge pan. One (B)(4) device was returned in good visual conditions and with a green cartridge present. The reload was received fully fired and with the pan partially dislodged. Upon further inspection, it was noted that the cartridge deck and one piece sled were damage. This damage is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented, therefore, there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The device was tested for functionality in the articulated position with a test cartridge reloads and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that while the stimulation was turned on, the pt experienced a shocking or jolting sensation. The pt turned the device down and was then "fine". Additional info has been requested, a follow-up report will be sent if additional info becomes available.